Event description:
Covidien rec'd info statin that an 840 ventilator had a screen blocked. The ventilator had a screen blocked. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The covidien technical support engineer (tse) troubleshot this issue with the user facility over the phone and suggested to replace the graphical user interface (gui) touch frame printed circuit board (pcb). The user facility has conducted final testing. (B)(4).